Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had failed. Low defibrillation coil impedance and high undefined pacing impedance had been noted on the lead. Defibrillation energy delivered from the cardiac resynchronization therapy defibrillator (crt-d) during a fast ventricular tachycardia (vt) episode was less than programmed due to the lead failure. The rhythm did eventually break and the patient was restored to sinus rhythm. The lead and crt-d were both explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was below the expected lower range. If information is provided in the future, a supplemental report will be issued.